Event description:
Pt was having aortic valve replacement, mosaic porcine heart valve was implanted by physician. It was noted to be leaky during post implantation evaluation. Due to the findings, physician decided to explant the valve and replace it with another brand. The pt was under anesthesia longer, procedure prolonged.